Event description:
Information was received from a healthcare via field representative regarding a patient who undergone spinal therapy with pre-operative diagnosis of hernia. It was reported that plif of l4-5 was performed on (B)(6), 2011. Plif was performed additionally at l2-3, 3-4, and 5-s1 to extend the fixation due to degeneration between the upper and lower adjacent vertebrae. There was health damage on the patient. There was no product malfunction occurred. Product used correctly according to the directions given in the IFU/labeling. There was no implant breakage. Device explanted. Additional information received on 16-nov-2020 states that there was degeneration between the upper and lower intervertebral space of l4-5. Date of additional plif surgery performed was (B)(6) 2020. Additional information received on 03-feb-2021 states that the cage was removed due to suspicion of mild infection between l5 and s1. Autogenous bone graft was performed. The rod between l5-s1 was cut by hcp during removal surgery. Two screws at s1 were removed. On the right side, replacement was performed at the right side of s1, and the connection was extended until s2ai. On the left side, screw was not inserted into s1. Two gal veston screws were inserted in ilium. The connection was extended. No product malfunctions occurred. No further complications were reported. The rod was explanted due to degeneration between the upper and lower adjacent vertebrae of l4-5, plif was performed additionally at l2-3, 3-4, and 5-s1, and fixation was extended. No product malfunction occurred. On 2021-june-08, received additional information that due to mild infection of l3-4, cage was removed, and bone was collected from the right ilium for bone grafting. L2 screw was replaced with 8.5x50 due to the looseness. Screw was newly inserted additionally at l1. L3 right screw was removed. 7.5x50 was transferred from l4 left screw. L4 left screw was removed. On 2021-june-11, received additional information that new cage was used. No malfunction reported with l4 left screw. On 2021-june-14, received additional information that two screws with unknown lot reported previously were the screws of s1, but at present the two screws with lot h5624144, h5624808 were the screws of l2. On 2021-june-16, received additional information that products were discarded by the customer.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Device model- 55740016545 is not marketed in the us, but it is similar to other marketed devices. Thus, it is reportable for malfunction, not serious injury, although surgical intervention did take place. This part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and upn 00643169077423 is cleared in the us. If information is provided in the future, a supplemental report will be issued.